Event description:
During device evaluation, it was observed that the duodenovideoscope had peeling adhesive at the objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the peeling adhesive at the objective lens was due to degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.